Manufacturer narrative:
The product will not be returned for evaluation. Additional information will be forthcoming within 30 days upon receipt.

Event description:
During the eighth inflation of a percutaneous transluminal angioplasty to the left superficial femoral artery, the balloon ruptured an an unknown pressure. The pt was a male (age unk). The characteristics of the vessel are unknown. The vessel had 100% stenosis. The product was prepared and clinically used as per the IFU. A guidewire (radifocus/terumo) was inserted across the lesion via a sheath introducer without any difficulty. The balloon, which was used for the pre-dilatation, was advanced to the lesion over the guidewire, and inflated using an indeflator, however, the balloon ruptured at unknown pressure during the eighth inflation. Therefore, it was withdrawn out of the patient's body. Three stents were placed at lesion and the procedure was successfully completed. There was no adverse consequence to the patient.